Event description:
Pharmacist reported that a nurse misprogrammed a pt's weight. The pt was on diprivan and dopamine. A higher weight was put in to the pump and the pt got about double the amount of drugs. The pt was sedated and intubated. There was no pt harm reported and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). No devices were returned for investigation. The customer's report of an over infusion due to incorrect pt weight entry was confirmed. The returned logs showed that the pt's weight was initially entered as (B)(6). The weight entry on this module carried across to all weight-based drugs on any other module. About 35 hours into the infusion, the weight was changed to (B)(6). The returned data set shows that two of the drugs infused, propofol (drug ID 208) and dopamine (drug ID 92) are both weight-based drugs. The incorrect weight was 3.3 times higher and therefore, changed the infusion rates to run 3.3 times faster. The cause of the reported over infusion is related to a user programming issue.